Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Event description:
Customer reported receiving false negative results for his wife, himself and their daughter when using the cue covid-19 test for home and over the counter (otc) test. This report is to document the false negative result obtained for the daughter. Individual received a false negative result on (B)(6) 2024 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number and reader sn not provided). Individual tested negative on (B)(6) 2024 with a sars-cov-2 pcr test at their doctors office, however, she tested positive with an unspecified covid-19 test on (B)(6) 2024 (brand/manufacturer/type of test not specified). Individual's mother was exposed on (B)(6) 2024. Cartridges were stored within the validated temperature range. Customer did not state whether individual was showing symptoms, but states she did have covid-19 at the time of testing.